Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the air water cylinder, air water tube, plastic distal end cover, and connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the failures "aw-tube has foreign objects" and "aw-cylinder has foreign objects" is cause traced to failure to follow instructions. Based on the results of the investigation, it is likely the following led to the malfunction: according to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. The event could be prevented by following the instructions for use which state: silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.